Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced an infection at the ipg site. Patient was treated with oral antibiotics wherein the infection has cleared. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.